Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09sep2020.

Event description:
Customer contacted technical support (ts) stating that unit had navigation -ring failure. The customer reported there was no patient involvement.

Manufacturer narrative:
G4:23dec2020. B4:20jan2021. The manufacturer's product service engineer (pse) was dispatched to the site to evaluate the unit and confirmed the reported problem. The pse replaced the navigation ring to resolve the issue. The ventilator passed all testing and operated within the manufacturing specifications. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.